Event description:
It was reported that an ilet user applied a new dexcom g7 sensor and observed glucose readings on the dexcom g7 mobile app but not on the ilet, indicating a pairing failure between the ilet and the sensor; the support agent instructed the user to toggle the ilet cgm setting between g6 and g7 and reenter the sensor code, which restored function. Symptoms included no reported adverse clinical effects. Outcomes included no interruption requiring medical care and no alerts or alarms. Investigation included technical support troubleshooting and user education. Investigation of this case revealed an initial communication or pairing issue between the ilet and the g7 that resolved after settings refresh and code reentry. It was concluded that the event was consistent with a transient connectivity or configuration issue without clinical impact.